Event description:
The facility reported a tube release intermittently opens and needs upgrades. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary, according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "tube release intermittently opens and needs upgrades" was confirmed with the corrected failure of open key works intermittently. Inspection of the pump revealed the open key works intermittently was caused by a defective pump head module (phm) keypad. The phm assembly was replaced in the pump to correct this condition.